Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 21:23:36. During night drain cycle three, the patient's ultrafiltration reading was 1589ml, indicating the home patient (hp) drained 1589ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause of the reported issue was determined to be a false empty detect and a use error further described as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.